Event description:
A patient with an implantable cardiac defibrillator (ICD) system was reported as deceased by a family member. The family member inquired about the role the device played the death. The family alleged that the device contributed to the patient death and the death occurred a week prior to the call. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information from the physician and funeral home were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly (B)(4).